Manufacturer narrative:
Customer did not provide the part number or serial number of the affected device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming during use. Patient confirmed loading a cartridge, but there was no start delivery option on the hope screen. He had no back-up pump at hand so he was instructed to go to the hospital since he was in the middle of a cartridge change and not getting any medication. No further information is known at this time.